Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event is no longer considered reportable as it is assessed to be a side effect and not due to device deficiency. H6) c22 appropriate term/code not available for side effect, d17 appropriate term/code not available for side effect. Summary of investigational findings: a 66-year-old female patient underwent emergent tevar on (B)(6) 2022 for her ruptured thoraco-abdominal aneurysm in the descending aorta. Preprocedural imaging gave no indication of thrombus. A zta-p-34-209 and a zta-d-42-225 was placed with proximal seal in zone 2 and distal seal in zone 5. There was no evidence of device issues noted at the completion of the procedure. On (B)(6)2022 the patient was treated for hemothorax via uniportal video assisted thoracic surgery left extraction of hematoma, this was noted as part of a staged procedure. On (B)(6) 2022 a CT was performed, and thrombus formation was noted in the zta-p-34-209. The patient was reported to be on anti-coagulants and aspirin. No thrombus is reported at the follow-up on (B)(6) 2023 nor the follow-up performed (B)(6) 2024. No treatment of the thrombus was reported. For the CT performed on (B)(6) 2022 it is noted that no contrast was used making it difficult to determine thrombus. Per the instructions for use the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with ruptured aneurysm. It is noted that this device is used in a patient with ruptured aneurysm which is outside of the intended use, however nothing indicates that this event is related to the abnormal use of the device or fault condition of the device and the event is therefore assessed to be a side-effect related to the procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: synopsis: reported thrombus in proximal study device at 1-month follow-up visit. Resolved at 12-month follow-up visit. Unknown at this time if treatment was provided. On (B)(6) 2022, the patient underwent emergent treatment for ruptured thoraco abdominal aneurysm in the descending aorta with placement of the above zta devices. Device placement was noted as zone 2 to above celiac, however it is noted that the left subclavian artery (lsa) was not covered by graft fabric. Study devices were noted as patent at the close of the procedure. The next day, the patient had a video-assisted thoracoscopic surgery (vats) as treatment for hemothorax. This was noted as a staged procedure. At the 1-month follow-up visit on (B)(6) 2022, 50 days post-procedure, a thrombus is noted in the proximal zta component. The site has been queried if there was any treatment provided for the thrombus patient outcome: the thrombus is no longer noted at the 12-month on (B)(6) 2023) and 2-year ( (B)(6) 2024) follow-up visits.